Manufacturer narrative:
The unit was received with all operating currents within specification and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator and the unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The insulin pump was also programmed with a test glucose meter and it communicated properly and recorded the 95 mg/dl value properly from glucose meter. No unexpected calibration errors or meter bg now alerts noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she was hospitalized for blood glucose exceeding 500 mg/dl. The customer was vomiting a lot and not feeling well. The patient was sent home with medicine and treated with insulin drip. Troubleshooting was initiated and it was noted that there was a brown spot on the insulin pump sticker on the side of the device opposite the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.